Event description:
I had essure implanted in 2009. Since then I have had serious health problems. I had gained 80lbs in two weeks after the insertion of the device. I also developed sugar problems which were not evident before the device was implanted. I also had 2 years of continuous bleeding followed by 2 years of no period and then finally got my period only to have it last 10 days and be heavy and painful. I also suffer from joint and muscle pain. I have a tremendous amount of extra hair growth. I also have pain in my abdomen and frequently feel a stabbing pain when I stand up too quick. I now suffer from sleep apnea which was never a problem before. I have bouts of depression and anxiety. All of this happened shortly after the device was implanted.